Event description:
It was reported that the patient complained of shoulder pain. A pocket revision was done and the physician chose to replace the implantable cardioverter defibrillator (ICD) at that time with a competitive ICD. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).